Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2013 along with concurrent exploratory laparotomy, lysis of adhesions, repair of enterotomy due to large ventricle hernia (13x15 cm). It was reported that patient underwent laparoscopic repair of ventral hernia with ventralight st mesh with echo ps positioning system on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent a ventral hernia procedure in (B)(6) 2013 and mesh was implanted. It was reported that following insertion the patient experienced periumbilical pain and burning pain in her back. It was reported that the patient underwent a partial mesh removal on (B)(6) 2014 due to mesh was found to be extensively adhered to the small intestine and abdominal wall, and wrapped around the bowel.